Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): free-flow / overinfusion

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. Based on the history files, it could be found one "too many drops" error. The sample was subjected to a visual and functional examination. At the visual investigation it could be detected, that the p2-connector was damaged. A self test could be successfully performed, the delivery mode could be started without any problems and a flow test was performed. A delivery accuracy measurement according to iec 60601-2-24 was arranged. An inside investigation was made. The main board and the emc-protection shield were damaged by penetrated liquid. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification. The error "too many drops" can be triggered by a hit or stroke against the infusion solution. After the alarm "too many drops" the pump stopped and the safety clamp was closed. A patient hazard due a free flow could be excluded in this case.